Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump screen went black, pump shutdown and an unspecified malfunction occurred. Customer¿s blood glucose level was 478 mg/dl. Elevated blood glucose was address with manual injection. The customer reverted to an alternate method of insulin therapy.